Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and had contrast. The guidewire lumen in the balloon was found kinked/bent 12mm and 14mm from the tip of the device. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue.